Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the device is displaying a connect cable message when they attempt to charge the device to deliver a test shock. As result, defibrillation therapy would not be available, if it was needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that the device is displaying a connect cable message when they attempt to charge the device to deliver a test shock. As result, defibrillation therapy would not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer, a biomedical engineer advised physio-control that they replaced the device's therapy connector and that resolved the reported issue. The device was not returned to physio-control for evaluation.